Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/clots") and uterine haemorrhage ("abnormal uterine bleeding") in a 58-year-old female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and breast cancer. Concurrent conditions included morbid obesity, ache, abdominal pain, pelvic discomfort, irregular periods, endometrial ablation and motion sickness. Concomitant products included desogestrel;ethinylestradiol (kariva), dienogest + estradiol valerate (natazia), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), fexofenadine hydrochloride (allegra), ibuprofen and phentermine. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), rash pruritic ("rashes or skin conditions (severe itching/rash on abdomen"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6)2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding") and menorrhagia ("menorrhagia"), 3 months 9 days after insertion of essure. On an unknown date, the patient experienced the first episode of alopecia ("hair loss"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), the second episode of alopecia ("hair loss") and arthralgia ("hip pain"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy(full),salpingectomy/right ovarian cystotom). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, rash pruritic, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and the last episode of alopecia outcome was unknown and the arthralgia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: insertion details- the essure device was then threaded into the tube until the black line was seen. Two coils were seen outside of the os once this was removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.6 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Event clubbed: abnormal bleeding (vaginal)/vaginal bleeding and abnormal bleeding/clots. Lot number added. Concomitant medications were added. Event onset date added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/clots") and uterine haemorrhage ("abnormal uterine bleeding") in a 58-year-old female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and breast cancer. Concurrent conditions included morbid obesity, ache, abdominal pain, pelvic discomfort, irregular periods, endometrial ablation and motion sickness. Concomitant products included desogestrel;ethinylestradiol (kariva), dienogest + estradiol valerate (natazia), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), fexofenadine hydrochloride (allegra), ibuprofen and phentermine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), rash pruritic ("rashes or skin conditions (severe itching/rash on abdomen"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding") and menorrhagia ("menorrhagia"), 3 months 9 days after insertion of essure. On an unknown date, the patient experienced the first episode of alopecia ("hair loss"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), the second episode of alopecia ("hair loss") and arthralgia ("hip pain"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy(full),salpingectomy/right ovarian cystotom). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, rash pruritic, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and the last episode of alopecia outcome was unknown and the arthralgia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: insertion details- the essure device was then threaded into the tube until the black line was seen. Two coils were seen outside of the os once this was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.6 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding/clots') and uterine haemorrhage ('abnormal uterine bleeding') in a 58-year-old female patient who had essure (batch no. 816057) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation". The patient's medical history included ovarian cyst and breast cancer. Concurrent conditions included morbid obesity, ache, abdominal pain, pelvic discomfort, irregular periods, endometrial ablation and motion sickness. Concomitant products included desogestrel;ethinylestradiol (kariva), dienogest + estradiol valerate (natazia), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), fexofenadine hydrochloride (allegra), ibuprofen and phentermine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), rash pruritic ("rashes or skin conditions (severe itching/rash on abdomen"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding") and menorrhagia ("menorrhagia"), 3 months 9 days after insertion of essure. On an unknown date, the patient experienced the first episode of alopecia ("hair loss"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), the second episode of alopecia ("hair loss"), arthralgia ("hip pain"), inflammation ("inflammation"), ovarian cyst ("cysts/ovarian cyst"), endometriosis ("endometriosis"), gluten sensitivity ("gluten intolerance"), hypersensitivity ("allergic reaction to ports"), hot flush ("hot flashes") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy(full),salpingectomy/right ovarian cystotom). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, rash pruritic, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, the last episode of alopecia, ovarian cyst, endometriosis, gluten sensitivity, hypersensitivity, hot flush and anxiety outcome was unknown and the arthralgia, abdominal pain lower and inflammation had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, gluten sensitivity, headache, hot flush, hypersensitivity, inflammation, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash pruritic, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: insertion details- the essure device was then threaded into the tube until the black line was seen. Two coils were seen outside of the os once this was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.6 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Concerning the injuries reported in this case, the following one was described in patient¿s social media: hot flush, medical device monitoring error, anxiety, gluten sensitivity, inflammation, ovarian cyst and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu (7) and fu (8) processed together. Social media received. Events added: inflammation, cysts/ovarian cyst, endometriosis, gluten intolerance, allergic reaction to ports, hot flashes, ablation and anxiety. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('my tubes were extremely inflamed') and cholecystectomy ('had my gallbladder out') in a 58-year-old female patient who had essure (batch no. 816057) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/ I had ablation done at the same time as essure". The patient's medical history included ovarian cyst and breast cancer. Concurrent conditions included morbid obesity, ache, abdominal pain, pelvic discomfort, irregular periods, endometrial ablation and motion sickness. Concomitant products included desogestrel;ethinylestradiol (kariva), dienogest + estradiol valerate (natazia), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), fexofenadine hydrochloride (allegra), ibuprofen and phentermine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), rash pruritic ("rashes or skin conditions (severe itching/rash on abdomen"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding/clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding") and menorrhagia ("menorrhagia"), 3 months 9 days after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), arthralgia ("hip pain"), inflammation ("inflammation"), ovarian cyst ("cysts/ovarian cyst"), endometriosis ("endometriosis"), gluten sensitivity ("gluten intolerance"), hypersensitivity ("allergic reaction to ports"), hot flush ("hot flashes"), anxiety ("anxiety/ anxiety attacks"), varicose vein ("varicose vein"), feeling abnormal ("brain fog"), adenomyosis ("adenomyosis"), diarrhoea ("diarrhea"), menstruation irregular ("irregular bleeding"), dyspnoea ("shortness of breath"), flatulence ("gas pain") and insomnia ("ca't sleep at night") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and she had surgery to remove the essure implant/hysterectomy(full),salpingectomy/right ovarian cystotom). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, cholecystectomy, uterine haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, rash pruritic, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, ovarian cyst, endometriosis, gluten sensitivity, hypersensitivity, hot flush, anxiety, varicose vein, feeling abnormal, adenomyosis, diarrhoea, menstruation irregular, dyspnoea and insomnia outcome was unknown and the genital haemorrhage, arthralgia, abdominal pain lower, inflammation and flatulence had resolved. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, cholecystectomy, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, fatigue, feeling abnormal, flatulence, genital haemorrhage, gluten sensitivity, headache, hot flush, hypersensitivity, inflammation, insomnia, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, rash pruritic, salpingitis, uterine haemorrhage, vaginal haemorrhage, varicose vein and weight increased to be related to essure. The reporter commented: insertion details- the essure device was then threaded into the tube until the black line was seen. Two coils were seen outside of the os once this was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.6 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Concerning the injuries reported in this case, the following one was described in patient¿s social media: hot flush, medical device monitoring error, anxiety, gluten sensitivity, inflammation, ovarian cyst and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media received. New events: varicose vein, gallbladder removal, shortness of breath, foggy feeling in head, gas pain, insomnia, adenomyosis, diarrhea, salpingitis were added. New reporters added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 58-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash pruritic ("rashes or skin conditions (severe itching/rash on abdomen"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), the second episode of alopecia ("hair loss"), arthralgia ("hip pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, rash pruritic, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and the last episode of alopecia outcome was unknown and the arthralgia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.6 kg/sqm. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information and events abnormal uterine bleeding, abnormal bleeding (vaginal), menorrhagia, rashes or skin conditions (severe itching/rash on abdomen), migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, hip pain and lower abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and alopecia outcome was unknown. The reporter considered alopecia, genital haemorrhage and pelvic pain to be related to essure. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.